Manufacturer narrative:
This spontaneous case was reported by a gynecologist/obstetrician and describes the occurrence of pelvic pain ("pelvic pain") in a (B)(6) female patient who had essure (batch no. B11720 / 50741328) inserted for sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 2, therapeutic abortion, breast reduction and appendectomy. Medically in good health until now. Her family history is breast cancer in mother; breast cancer in sister, who is brca-1 positive. The patient is brca-1 negative. Previously administered products included for an unreported indication: essure placement under general anesthesia and iud was removed in course of essure procedure. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), sciatica ("gravative pain with paralysing sciatica"), back pain ("lower back pain / lumbar pain"), asthenia ("major asthenia"), abdominal pain ("abdominal pain"), dyspareunia ("major dyspareunia"), ovulation disorder ("disturbed ovulation"), nausea ("nausea"), pelvic discomfort ("pelvic heaviness"), ovulation pain ("pain on ovulation") and arthralgia ("joint pain"). In (B)(6) 2015, 2 years 10 months after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), sciatica ("gravative pain with paralysing sciatica"), back pain ("lower back pain / lumbar pain"), asthenia ("major asthenia"), abdominal pain ("abdominal pain"), dyspareunia ("major dyspareunia"), ovulation disorder ("disturbed ovulation"), nausea ("nausea"), pelvic discomfort ("pelvic heaviness"), ovulation pain ("pain on ovulation") and arthralgia ("joint pain"). On (B)(6) 2017, the patient experienced gait disturbance ("difficulty walking") and pain ("diffuse pain"). On an unknown date, the patient experienced allergy to metals ("allergy to nickel"). The patient was treated with nomegestrol acetate (lutenyl) and surgery (hysterectomy and salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, sciatica, back pain, asthenia, abdominal pain, dyspareunia, ovulation disorder, allergy to metals, nausea, pelvic discomfort, ovulation pain, arthralgia, gait disturbance and pain outcome was unknown. The reporter provided no causality assessment for abdominal pain, allergy to metals, arthralgia, asthenia, back pain, dyspareunia, gait disturbance, nausea, ovulation disorder, ovulation pain, pain, pelvic discomfort, pelvic pain and sciatica with essure. The reporter commented: exploration: normal cervical alignment, eutrophic endometrium, uterine cavity normal in size. Placement of essure inserts in the right and left tubal ostia; four trailing coils on right and four trailing coils on the left extended into the uterine cavity. The recovery period after essure insertion was uneventful with confirmation of the inserts in place. Essure was removed at the patient's request. The procedure for hysterectomy and salpingectomy was the cause of the surgery: side effects probably due to essure. According to the physician it is possible that essure caused or contributed to the occurrence of the event(s). Investigation was ongoing. Diagnostic results (normal ranges are provided in parenthesis if available): (B)(6). Allergy test - on an unknown date: positive to nickel, negative for titanium. Blood bilirubin - in (B)(6) 2015: normal. Colonoscopy - on (B)(6) 2016: normal. Computerised tomogram - on (B)(6) 2017: no abnormality detected. Full blood count - in (B)(6) 2015: normal. Ultrasound pelvis - on (B)(6) 2016: essure in place / no abnormal findings. In (B)(6) 2015 her liver was normal. On (B)(6) 2016, pelvic examination was performed and showed quasi normal, pap smear normal no infection, diffuse non-specific abdominal pain. (B)(6) 2016: abdominal pelvic ultrasound- essure in place. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 24-may-2017 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed 2786 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: lot number 50741328 (manufacturing date: jun-2013 and expiration date jun-2016) and lot number b11720 (manufacturing date: mar- 2013 and expiration date mar-2016). Sample not available. We conducted a review of the manufacturing batches records and confirmed that final products testing for these lots were performed per requirements and the products met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. No further ae case reports have been received to date in relation to the reported batches. Most recent follow-up information incorporated above includes: on 22-may-2017: essure device removal questionnaire received: dob updated, essure removal date and removal method provided, events start date amended. Company causality comment: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ("pelvic pain") in a (B)(6) female patient who received essure (batch no. B11720 / 50741328) for sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 2, therapeutic abortion, breast reduction and appendectomy. Medically in good health until now. Her familiar history is breast cancer in mother; breast cancer in sister, who is brca-1 positive. The patient is brca-1 negative. Previously administered products included essure placement under general anesthesia and iud was removed in course of essure procedure. On (B)(6) 2014, the patient started essure. In (B)(6) 2015, the patient experienced sciatica ("gravative pain with paralysing sciatica"), abdominal pain ("abdominal pain"), nausea ("nausea"), pelvic discomfort ("pelvic heaviness"), ovulation pain ("pain on ovulation") and arthralgia ("joint pain"). In 2016, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required). In (B)(6) 2017, the patient experienced back pain ("lower back pain / lumbar pain"), dyspareunia ("major dyspareunia") and ovulation disorder ("disturbed ovulation"). On (B)(6) 2017, the patient experienced asthenia ("major asthenia"), gait disturbance ("difficulty walking") and pain ("diffuse pain"). On an unknown date, the patient experienced allergy to metals ("allergy to nickel"). The patient was treated with nomegestrol acetate (lutenyl). Essure removal consultation scheduled to (B)(6) 2017. Essure treatment was not changed. At the time of the report, the pelvic pain, sciatica, back pain, asthenia, abdominal pain, dyspareunia, ovulation disorder, allergy to metals, nausea, pelvic discomfort, ovulation pain, arthralgia, gait disturbance and pain outcome was unknown. The reporter provided no causality assessment for pelvic pain, sciatica, back pain, asthenia, abdominal pain, dyspareunia, ovulation disorder, allergy to metals, nausea, pelvic discomfort, ovulation pain, arthralgia, gait disturbance and pain with essure. The reporter commented: exploration: normal cervical alignment, eutrophic endometrium, uterine cavity normal in size. Placement of essure inserts in the right and left tubal ostia; four trailing coils on right and four trailing coils on the left extended into the uterine cavity. The recovery period after essure insertion was uneventful with confirmation of the inserts in place. Diagnostic results (normal ranges are provided in parenthesis if available): in (B)(6) 2015: blood bilirubin result was normal and full blood count result was normal. On (B)(6) 2016: ultrasound pelvis result was essure in place / no abnormal findings. On (B)(6) 2016: colonoscopy result was normal. On (B)(6) 2017: computerised tomogram result was no abnormality detected. On an unknown date: allergy test result was positive to nickel, negative for titanium. In (B)(6) 2015 her liver was normal. On (B)(6) 2016, pelvic examination was performed and showed quasi normal, pap smear normal no infection, diffuse non-specific abdominal pain. On (B)(6) 2016: abdominal pelvic ultrasound- essure in place. Most recent follow-up information incorporated above includes: on 2-mar-2017: information from physician: details of events and new events were reported; medical history and lab tests were provided. Essure insertion date, lot number and essure removal consultation scheduled. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and had pelvic pain. Essure removal consultation was scheduled. This event is anticipated in the reference safety information for essure. Pelvic pain is highly prevalent in women, and may have gynaecological and non-gynaecological causes. In the present case, pelvic ultrasound showed essure in correct place. The pain started approximately 2 years after essure insertion. Considering the nature of the reported event, and lack of alternative explanation, causality with essure cannot be excluded. This case was regarded as incident since device removal was planned. Non-serious events were also reported. A product technical analysis and further information are expected.

Manufacturer narrative:
Quality-safety evaluation of ptc: lot number 50741328 (manufacturing date: jun-2013 and expiration date jun-2016) and lot number b11720 (manufacturing date: mar- 2013 and expiration date mar-2016). Sample not available. We conducted a review of the manufacturing batches records and confirmed that final products testing for these lots were performed per requirements and the products met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. No further ae case reports have been received to date in relation to the reported batches. Most recent follow-up information incorporated above includes: on 28-mar-2017: quality-safety evaluation of ptc. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and had pelvic pain. Essure removal consultation was scheduled. This event is anticipated in the reference safety information for essure. Pelvic pain is highly prevalent in women, and may have gynaecological and non-gynaecological causes. In the present case, pelvic ultrasound showed essure in correct place. The pain started approximately 2 years after essure insertion. Considering the nature of the reported event, and lack of alternative explanation, causality with essure cannot be excluded. This case was regarded as incident since device removal was planned. Non-serious events were also reported. A product quality defect could not be confirmed but is considered plausible. However, the reported medical events are not indicative of a quality deficit per se. Further information is expected.

Manufacturer narrative:
This spontaneous case was reported by a gynecologist/obstetrician and describes the occurrence of pelvic pain ("pelvic pain") in a (B)(6) year-old female patient who had essure (batch no. (B)(4)) inserted for sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 2, therapeutic abortion, breast reduction and appendectomy. Medically in good health until now. Her familiar history is breast cancer in mother; breast cancer in sister, who is brca-1 positive. The patient is brca-1 negative. Previously administered products included for an unreported indication: essure placement under general anesthesia and iud was removed in course of essure procedure. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), sciatica ("gravative pain with paralysing sciatica"), back pain ("lower back pain / lumbar pain"), asthenia ("major asthenia"), abdominal pain, dyspareunia ("major dyspareunia"), ovulation disorder ("disturbed ovulation"), nausea, pelvic discomfort ("pelvic heaviness"), ovulation pain and arthralgia ("joint pain"). On (B)(6) 2017, the patient experienced gait disturbance ("difficulty walking") and pain ("diffuse pain"). On an unknown date, the patient experienced allergy to metals ("allergy to nickel"), fatigue and nasal congestion ("stuffy nose"). The patient was treated with nomegestrol acetate (lutenyl) and surgery (hysterectomy and salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and back pain was resolving, the sciatica, asthenia, abdominal pain, dyspareunia, ovulation disorder, allergy to metals, nausea, pelvic discomfort, ovulation pain, arthralgia, gait disturbance and pain outcome was unknown and the fatigue and nasal congestion had resolved. The reporter provided no causality assessment for abdominal pain, allergy to metals, arthralgia, asthenia, back pain, dyspareunia, fatigue, gait disturbance, nasal congestion, nausea, ovulation disorder, ovulation pain, pain, pelvic discomfort, pelvic pain and sciatica with essure. The reporter commented: exploration: normal cervical alignment, eutrophic endometrium, uterine cavity normal in size. Placement of essure inserts in the right and left tubal ostia; four trailing coils on right and four trailing coils on the left extended into the uterine cavity. The recovery period after essure insertion was uneventful with confirmation of the inserts in place. Essure was removed at the patient's request. The procedure for hysterectomy and salpingectomy was the cause of the surgery: side effects probably due to essure. According to the physician it is possible that essure caused or contributed to the occurrence of the event(s). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19 kg/sqm. Allergy test - on an unknown date: positive to nickel, negative for titanium. Blood bilirubin - in (B)(6) 2015: normal. Colonoscopy - on (B)(6) 2016: normal. Computerised tomogram - on (B)(6) 2017: no abnormality detected. Full blood count - in (B)(6) 2015: normal. Ultrasound pelvis - on (B)(6) 2016: essure in place / no abnormal findings in (B)(6) 2015 her liver was normal. On (B)(6) 2016, pelvic examination was performed and showed quasi normal, pap smear normal no infection, diffuse non-specific abdominal pain. (B)(6) 2016: abdominal pelvic ultrasound- essure in place. (B)(6) 2017: pathology: normal uterus, no adenomyosis, exsudative alteration of the proximal tubal walls. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 20-jul-2017 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed 3148 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: lot number 50741328 (manufacturing date: jun-2013 and expiration date jun-2016) and lot number b11720 (manufacturing date: mar- 2013 and expiration date mar-2016). Sample not available. We conducted a review of the manufacturing batches records and confirmed that final products testing for these lots were performed per requirements and the products met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. No further ae case reports have been received to date in relation to the reported batches. Most recent follow-up information incorporated above includes: on (B)(6) 2017: events fatigue and stuffy nose added. Outcome of events pelvic pain and lumbar pain updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a gynecologist/obstetrician and describes the occurrence of allergy to metals ("allergy to nickel") in a (B)(6) year-old female patient who had essure (batch no. (B)(4)) inserted for sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 2, therapeutic abortion, breast reduction, appendectomy, vaginal delivery in 1999, vaginal delivery in 2002 and drug hypersensitivity. Medically in good health until now. Her familiar history is breast cancer in mother at (B)(6) years of age; breast cancer in sister at (B)(6) years of age, who is brca-1 positive. The patient is brca-1 negative. The patient is a non-smoker. Previously administered products included for an unreported indication: essure placement under general anesthesia and iud was removed in course of essure procedure. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced back pain ("lower back pain / lumbar pain"), abdominal pain ("abdominal pain"), ovulation disorder ("disturbed ovulation / ovulatory disorder"), nausea ("nausea"), pelvic discomfort ("pelvic heaviness"), ovulation pain ("pain on ovulation") and arthralgia ("joint pain"). In 2016, the patient experienced pelvic pain. In (B)(6) 2017, the patient experienced dyspareunia ("major dyspareunia"). On (B)(6) 2017, 2 years 10 months after insertion of essure, the patient experienced asthenia ("major asthenia"), gait disturbance ("difficulty walking") and pain ("diffuse pain"). On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), sciatica ("gravative pain with paralysing sciatica"), fatigue, nasal congestion ("stuffy nose"), disturbance in attention ("difficulty concentrating"), myalgia ("muscle pain"), bone pain, abdominal distension ("tummy swollen in the evening") and uterine leiomyoma ("small intramural myoma"). The patient was treated with nomegestrol acetate (lutenyl), cefazolin and surgery (hysterectomy and salpingectomy on laparoscopy, removal by vaginal route). Essure was removed on (B)(6) 2017. At the time of the report, the allergy to metals, sciatica, dyspareunia, ovulation disorder, nausea, pelvic discomfort, arthralgia, gait disturbance, pain and uterine leiomyoma outcome was unknown, the pelvic pain, asthenia, ovulation pain, fatigue, disturbance in attention, myalgia and bone pain had resolved, the back pain was resolving, the abdominal pain and abdominal distension had not resolved and the nasal congestion had resolved with sequelae. The reporter provided no causality assessment for abdominal distension, abdominal pain, allergy to metals, arthralgia, asthenia, back pain, bone pain, disturbance in attention, dyspareunia, fatigue, gait disturbance, myalgia, nasal congestion, nausea, ovulation disorder, ovulation pain, pain, pelvic discomfort, pelvic pain, sciatica and uterine leiomyoma with essure. The reporter commented: exploration: normal cervical alignment, eutrophic endometrium, uterine cavity normal in size. Placement of essure inserts in the right and left tubal ostia; four trailing coils on right and four trailing coils on the left extended into the uterine cavity. The recovery period after essure insertion was uneventful with confirmation of the inserts in place. Essure was removed at the patient's request. The procedure for hysterectomy and salpingectomy was the cause of the surgery: side effects probably due to essure. According to the physician it is possible that essure caused or contributed to the occurrence of the event(s). Follow up information: hysterectomy and salpingectomy due to nickel allergy discovered after placement of essure (confirmed after consultation with allergy specialist). The patient had immediate resolution of muscle pain and asthenia after removal of essure. She reported that five weeks after removal of the essure inserts, she confirmed that she no longer had any muscle, lower back, bone, abdominal or ovulatory pain. She no longer had incapacitating crushing fatigue even though she had resumed working. She had no longer difficulty concentrating or following a conversation, film or book, no stuffed nose like she had every morning for months. As concerned the gastrointestinal problems, she still sometimes has pain after meals and her tummy is still swollen in the evening, but the surgeon warned her that this condition could continue for another 2 months due to the laparoscopy. In conclusion, she is alive again after removal of essure. The patient is convinced that it were the inserts that deteriorated her health for 3 years and had a strong impact on her professional life and especially her family life. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19 kg/sqm. Allergy test - on an unknown date: positive to nickel, negative for titanium. Blood bilirubin - in (B)(6) 2015: normal. Colonoscopy - on (B)(6) 2016: normal. Computerised tomogram - on (B)(6) 2017: no abnormality detected. Full blood count - in (B)(6) 2015: normal. Ultrasound pelvis - on (B)(6) 2016: essure in place / no abnormal findings in (B)(6) 2015 her liver was normal. On (B)(6) 2016, pelvic examination was performed and showed quasi normal, pap smear normal no infection, diffuse non-specific abdominal pain. (B)(6) 2016: abdominal pelvic ultrasound- essure in place. (B)(6) 2017: pathology: normal uterus, no adenomyosis, exudative alteration of the proximal tubal walls. Allergy to nickel was revealed on astrolab test, not known at time of placement confirmatory test on positioning: plain film of abdomen, correct positioning hysterectomy and bilateral salpingectomy: the surgical specimen weighed 133 g and measured 7.5 cm in height by 4 cm in width by 2.5 in the depth. The cervix measured 2.5 cm in height upon sectioning, a small intramural myoma was present and the essure inserts were in the uterine tubes. Numerous samples were collected systematically from the cervix, the isthmus, the endometrium and the myometrium. Microscopically, the surface of the endo-cervical and exo-cervical lining was normal. The isthmus was lined with slightly hypotrophic mucosa. The endometrium was regular with normal cells and no atypia. No signs of adenomyosis were present. The walls of the uterine tubes were thickened by dense moderately cellular fibrosis and were the site of congestive lesions. There were no signs of atypical lesions or of any particular inflammation. Conclusion: slight vascular exudative remodeling of walls of uterine tubes. Essure inserts. No atypical features on any of the samples collected. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: allergy to metals: the analysis in the global safety database revealed 275 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: lot number 50741328 (manufacturing date: jun-2013 and expiration date jun-2016) and lot number b11720 (manufacturing date: mar- 2013 and expiration date mar-2016). Sample not available. We conducted a review of the manufacturing batches records and confirmed that final products testing for these lots were performed per requirements and the products met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. No further ae case reports have been received to date in relation to the reported batches. Most recent follow-up information incorporated above includes: on 21-jul-2017: essure questionnaire and operative report were provided. Date of birth was corrected, events were added (difficulty concentrating, muscle pain, bone pain, tummy swollen in the evening and small intramural myoma). Events outcomes were updated. Reason for hysterectomy and salpingectomy was clarified as "nickel allergy discovered after placement of essure (confirmed after consultation with allergy specialist)" instead of pelvic pain, therefore the serious / incident event was updated.. Summary of operative report was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ("pelvic pain") in a (B)(6) female patient who received essure (batch no. B11720 / 50741328) for sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 2, therapeutic abortion, breast reduction and appendectomy. Medically in good health until now. Her familiar history is breast cancer in mother; breast cancer in sister, who is brca-1 positive. The patient is brca-1 negative. Previously administered products included essure placement under general anesthesia and iud was removed in course of essure procedure. On (B)(6) 2014, the patient started essure. In (B)(6) 2015, the patient experienced sciatica ("gravative pain with paralysing sciatica"), abdominal pain ("abdominal pain"), nausea ("nausea"), pelvic discomfort ("pelvic heaviness"), ovulation pain ("pain on ovulation") and arthralgia ("joint pain"). In 2016, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required). In (B)(6) 2017, the patient experienced back pain ("lower back pain / lumbar pain"), dyspareunia ("major dyspareunia") and ovulation disorder ("disturbed ovulation"). On (B)(6) 2017, the patient experienced asthenia ("major asthenia"), gait disturbance ("difficulty walking") and pain ("diffuse pain"). On an unknown date, the patient experienced allergy to metals ("allergy to nickel"). The patient was treated with nomegestrol acetate (lutenyl). Removal consultation scheduled to (B)(6) 2017. Essure treatment was not changed. At the time of the report, the pelvic pain, sciatica, back pain, asthenia, abdominal pain, dyspareunia, ovulation disorder, allergy to metals, nausea, pelvic discomfort, ovulation pain, arthralgia, gait disturbance and pain outcome was unknown. The reporter provided no causality assessment for pelvic pain, sciatica, back pain, asthenia, abdominal pain, dyspareunia, ovulation disorder, allergy to metals, nausea, pelvic discomfort, ovulation pain, arthralgia, gait disturbance and pain with essure. The reporter commented: exploration: normal cervical alignment, eutrophic endometrium, uterine cavity normal in size. Placement of essure inserts in the right and left tubal ostia; four trailing coils on right and four trailing coils on the left extended into the uterine cavity. The recovery period after essure insertion was uneventful with confirmation of the inserts in place. Diagnostic results (normal ranges are provided in parenthesis if available): in (B)(6) 2015: blood bilirubin result was normal and full blood count result was normal. On (B)(6) 2016: ultrasound pelvis result was essure in place / no abnormal findings. On (B)(6) 2016: colonoscopy result was normal. On (B)(6) 2017: computerised tomogram result was no abnormality detected. On an unknown date: allergy test result was positive to nickel, negative for titanium. In (B)(6) 2015 her liver was normal. On (B)(6) 2016, pelvic examination was performed and showed quasi normal, pap smear normal no infection, diffuse non-specific abdominal pain. (B)(6) 2016: abdominal pelvic ultrasound- essure in place. Quality-safety evaluation of ptc: lot number 50741328 (manufacturing date: jun-2013 and expiration date jun-2016) and lot number b11720 (manufacturing date: mar- 2013 and expiration date mar-2016). Sample not available. We conducted a review of the manufacturing batches records and confirmed that final products testing for these lots were performed per requirements and the products met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. No further ae case reports have been received to date in relation to the reported batches. Most recent follow-up information incorporated above includes: on 19-apr-2017: update of risk category to iii (prev. IV) of quality safety evaluation of ptc. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and had pelvic pain. Essure removal consultation was scheduled. This event is anticipated in the reference safety information for essure. Pelvic pain is highly prevalent in women, and may have gynaecological and non-gynaecological causes. In the present case, pelvic ultrasound showed essure in correct place. The pain started approximately 2 years after essure insertion. Considering the nature of the reported event, and lack of alternative explanation, causality with essure cannot be excluded. This case was regarded as incident since device removal was planned. Non-serious events were also reported. Product technical analysis was performed as review of the manufacturing batch records (complaint sample was not available). According to results, final products testing for these lots were performed per requirements and the products met all release requirements. As a product quality defect could not be confirmed but is considered plausible, a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Further information about device removal is still expected.